Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated: battery voltage - low telemetered battery voltage. On 14-jul-2010, the telemetered battery voltage was 2.38 v while the daily battery voltage trend was 2.85 v. The device is part of the advisory for this model.

Event description:
It was reported that the battery voltage was low (2.38 v) the day before. The complainant inquired whether they should change the device or follow-up in 6 months. It was further reported that the device went to elective replacement indicators (eri) after only five years, shortly after the software was updated. It was suspected that the battery impedance triggered eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. Analysis indicated: battery voltage - low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.38 v while the daily battery voltage trend was 2.85 v. The device is part of the advisory for this model.

Event description:
It was reported that the battery voltage was low (2.38 v) the day before. The complainant inquired whether they should change the device or follow-up in 6 months. The device remains in use. No patient complications have been reported as a result of this event.